Manufacturer narrative:
E1- initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed on the pusher wire and the introducer sheath were returned for the analysis, and it was observed that the pusher wire was kinked at the distal and middle section. The introducer was kinked at the proximal section. No more damages were observed on the device. The functional inspection could not be performed due the main coil was not returned for the analysis.

Event description:
It was reported that the coil was detached. The target lesion was located in the digestive tract area. A 3mm x 6cm interlock coil was selected for use. The device was continuously flushed before introduction of the coil. During the procedure, one 4 x 12 and one 4 x 8 boston scientific controllable coils were placed successfully. During the placement of the last 3mm x 6cm interlock coil, it was noted that the coil and the interlocking arm were dislodged. The coil and the catheter were removed together. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Updated f10/h6: device code. E1- initial reporter facility name: (B)(6) hospital. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed on the pusher wire and the introducer sheath, and it was observed that the pusher wire was kinked at the distal and middle section. The introducer was kinked at the proximal section. No more damages were observed on the device. The functional inspection could not be performed due to the main coil was not returned for the analysis.

Event description:
It was reported that the coil was detached. The target lesion was located in the digestive tract area. A 3mm x 6cm interlock coil was selected for use. The device was continuously flushed before introduction of the coil. During the procedure, one 4 x 12 and one 4 x 8 boston scientific controllable coils were placed successfully. During the placement of the last 3mm x 6cm interlock coil, it was noted that the coil and the interlocking arm were dislodged. The coil and the catheter were removed together. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. It was further reported that the interlocking arm was not intact on the coil upon removal from the patient. A fluoroscopy was done to confirmed that the coil was completely removed from the patient and that the coil was dislodge inside the microcatheter.

Manufacturer narrative:
E1- initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that the coil was detached. The target lesion was located in the digestive tract area. A 3mm x 6cm interlock coil was selected for use. The device was continuously flushed before introduction of the coil. During the procedure, one 4 x 12 and one 4 x 8 boston scientific controllable coils were placed successfully. During the placement of the last 3mm x 6cm interlock coil, it was noted that the coil and the interlocking arm were dislodged. The coil and the catheter were removed together. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.